Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert confirming loss of capture and impedance anomaly. The device was reprogrammed with excellent values. The lead remained implanted.